Event description:
It was reported that the ilet was not dosing and the on-screen arrows were not moving; during troubleshooting the user synchronized reports, completed a supply change, and then received a ¿setup ilet¿ alert, after which they were instructed to reenter weight and start bionic mode, with blood glucose at 318 mg/dl at the end of the call. Symptoms included hyperglycemia. Outcomes included no reported injury, no emergency treatment, and no hospitalization. Investigation included remote review of device-reported status and guided troubleshooting through supply change and setup steps. Investigation of this case revealed that dosing did not resume until the user addressed a setup state, consistent with an interruption in therapy associated with device setup status; the device model referenced was ilet 324. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.